Event description:
Reporter stated that patient obtained a blood glucose result of 109 mg/dl on the suspect device. Reporter indicated that, at the time the result was obtained, patient was exhibiting symptoms of hypoglycemia. Based on patient's symptoms, reporter phoned emergency medical services for assistance. Upon their arrival, 10 minutes later, patient's blood glucose reportedly measured 29 mg/dl on paramedics device. Reporter stated that patient was treated, by paramedics, with an intravenous glucose solution and was subsequently transported to the hospital for additional treatment. Reporter stated that patient was given gelatin and other food (type not provided) in the hospital emergency room. Pt was reportedly released from the hospital 2 hours later. Reporter was unable to provide any information results obtained on the suspect device or actions patient may have taken prior to exhibiting hypoglycemic symptoms. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.